Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator(ins) for other chronic/intract pain (trunk/limbs). It was reported that the patients implant had stopped working and they could not get it to work because the ins recharger (insr) couldn't find the implant to charge it. The patient did not have the insr to check over the phone but stated that they would see the reposition antenna screen like when they see wen the antenna is in the wrong spot. The patient did not have access to their patient programmer so they could not confirm overdischarge, but over discharge was suspected as it had been over two months since they last charged the device. The patient was directed to contact their primary healthcare provider for potential overdischarge. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.